Event description:
It was reported that the plaintiff was implanted with a miniarc on (B)(6) 2010 to treat stress urinary incontinence and/or prolapse. It is alleged, the plaintiff developed significant injury, including but not limited to, pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion. Plaintiff's attorney also alleges that plaintiff suffered, disability, severe and permanent injuries. It is alleged that the plaintiff also experienced a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report-(B)(4).